Manufacturer narrative:
Since the product in question was desposed by the user it could not be analysed by the importer or the manufacturer. Furthermore, insufficient information was provided and we were not able to get more information about the technical problem described in the report by the medical user. Therefore, it cannot be conclusively assessed why the user was not able to deploy the clip. A review of all device master records of this otsc system set's lot showed that they were manufactured according to specification.

Event description:
(B)(6) from (B)(6) reports: "ovesco over the scope clip would not deploy during esophagogastroduodenoscopy."